Manufacturer narrative:
(B)(4). Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. It should be noted that everolimus eluting coronary stent system xience sierra, ce, instructions for use states: do not exceed the rated burst pressure (rbp) as indicated on product label. Monitor balloon pressures inflation. Use of pressures higher than specified on product label may result in a rupture balloon with possible intimal damage and dissection. In this case, the device/balloon being pressurized above rated burst pressure does appear to have caused or contributed to the reported complaint. The investigation determined the reported difficulty to remove and balloon fold issues appear to be related to operational circumstances of the procedure. It is likely that during retraction the balloon was not given enough time to deflate causing the reported difficulty to remove through the guiding catheter and the balloon not to refold properly or as intended. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the proximal right coronary artery with an aneurysm. The vessel size was 5.0 mm and the stenosis length was about 38 mm. The 4.00x38 mm xience sierra stent delivery system was delivered to the lesion in a 6fr guideliner inside a 6fr guide catheter. The stent was deployed at 17 atmospheres, but the balloon did not refold well and during removal the balloon was stuck at the tip of the guideliner. The balloon and the guideliner were removed together with no issues. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.